Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: v amf4238c150tj, serial/lot #: (B)(4), ubd: 23-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted during a emergent thoracic endovascular repair procedure in order to treat a rupture at the distal arch. It was reported the following day that an endoleak was noted on a follow-up CT. It was difficult to distinguish if the subtype of endoleak was a type I or type iiia. On the same date, the physician implanted a non-medtronic graft at the junction site in order to prevent a type iiia el. The endoleak still persisted and it was suspected that there was a type ia endoleak. The physician decided that additional treatment would be difficult and completed the procedure and placing the patient under observation.  As per the physician the cause of the endoleak could not be determined.  No additional clinical sequelae was provided and the patient will be monitored.